Event description:
Pt states, that she had a bilateral hernia repair in 2006, stated that she started to experience pain and pulling the next month. Pt had a hysterectomy in 2007. Pt continues to have pain and complications.